Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer ref.#: 667172.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not work. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the internal leakage test, pressure transducer test, safety valve test and flow transducer test failed during pre-use check. Technical error code indicating that safety valve is detected as open without fulfilled opening conditions occurred during ventilation and has been found in service logs. This technical error code may lead to stop of ventilation. The printed circuit expiratory channel board was detected as faulty and its replacement is necessary. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/23/2004. Corrected manufacture date: 09/05/2001.